Event description:
The pump was explanted and returned to the manufacturer for analysis. The device registration system indicates that the pt has expired. The hcp on record was unable to provide any information regarding the event.